Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the cyclo g6 laser system in combination with g-probe. The treatment was performed within specifications. Engineering failure analysis was performed on the returned laser system. The investigation and testing did not replicate a power surge. It was observed that the power values were below specification. The low power condition does not appear to be a contributing factor for this incident. Iridex has requested the clinic to return the g-probe associated used during treatment. A specific root cause could not be determined at this point and additional investigation will be performed if the probe is returned.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction, additional information, device evaluation report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant . Note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the cyclo g6 laser system in combination with g-probe. The treatment was performed within specifications. Engineering failure analysis was performed on the returned laser system(console and probe). The investigation and testing of the console did not replicate a power surge, with laser console power values not above specification, therefore it can be confirmed that the system did not deliver excess laser energy. The returned probe was investigated and the presence of contamination was confirmed on the probe tip. Based on the information provided by the complainant and investigation of the returned products performed by iridex, the most likely cause of the burn was determined to be use of the device after the device tip was contaminated with blood. The g-probe IFU provides instructions to the user to "keep the g-probe tip clean to minimize the risk of burns to the ocular surface." The IFU contains the warning that "contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns." The complainant reported that no malfunction of the laser console and delivery device was observed. No other information was provided regarding the patient's post-procedural status.